Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. The pump received with missing segments. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The pump failed the self test due to missing segments. Pump was cut open and found moisture damage on the pcba 1. The following were noted during visual inspection: battery tube threads - cracked, cracked case (battery tube), cracked case, scratched case, cracked lcd window, stained keypad overlay, and pillowing keypad overlay. Cosmetic damage was confirmed at the back of the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported pump with a crack on its back. Troubleshooting was performed and pump was not dropped or bumped. No damage to pump¿s retainer ring, reservoir or clip rail. No harm requiring medical intervention was reported. The customer discontinued the use of the insulin pump and the device was returned for analysis.